Event description:
During an ankle fracture repair, as the surgeon was using this hook to reduce the fracture, the tip of the instrument broke off in the bone. That piece of the instrument remains in the bone. The surgery was completed without further incident and no intraoperative adverse event to the pt was noted.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Visual examination noted signs of corrosion on the handle at the laser etching. Manufacturer reported that the instrument was mfg in accordance to the mfg process and product drawing. The instrument was designed for light duty loading applications. It is apparent that the tip of the instrument was subjected to excessive loading causing it to break. The design risk assessment was reviewed and found to be adequate for the intended use. The mfg records were reviewed and no complaint related issues were found.